Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes patient related lead dislodgement. The lead could not be repositioned due to the lead tip being blocked.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received